Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 20 mg/dl; cause was not known. The customer consumed carbohydrates to address their bg and was treated with intravenous fluids of saline in the ER. Customer was discharged from the ER the following day with the issue resolved and no permanent damage.